Manufacturer narrative:
(B)(4). The customer biomedical engineer performed a checkout of the system with ge healthcare technical support. The customer biomedical engineer replaced the bag to vent switch to resolve the issue. (B)(4). The customer biomedical engineer performed a checkout of the system with ge healthcare technical support. The customer biomedical engineer replaced the bag to vent switch to resolve the issue.

Event description:
The hospital reported that, during a case, the bag/vent switch did not function as expected. There was no reported patient injury.